Manufacturer narrative:
A supplemental report is being submitted for a correction. Pli20 serial number was changed from (B)(6) to (B)(6). Additional products: d4: serial #: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device investigation. Product event summary: one controller and one battery were not returned for evaluation. As a result, the reported events could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered. A possible root cause of the reported controller bent power port pins event can be attributed to a misalignment between the power port and battery output connector. Possible root causes of the reported battery no power and not charging event can be attributed, but not limited, to an internal battery communication error, a faulty integrated circuit, an improper weld, and/or a soldering defect. Additional products: d4: serial #: (B)(6). H6: FDA method code(s): b17. H6: FDA results code(s): c20. H6: FDA conclusion code(s): d14. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: one (1) controller and one (1) battery were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of the battery's manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned controller revealed bent pins within power port one (1). The bent pins do not allow a battery to properly connect to the controller. Failure analysis of the returned battery revealed that the unit passed visual inspection and functional testing. A review of the battery's internal log revealed that the lifetime max cell voltage had values above the anticipated maximum cell voltage. This observation is an additional finding not related to the reported event. A possible root cause of the out of range maximum lifetime cell voltage values in the internal log can be attributed to a manufacturing error. Based on this observation, it is possible that a cell pair, at some p oint in time, exceeded the threshold of 4.3v. However, this could not be confirmed due to the out of range values in the internal logs. When a battery cell exceeds the voltage threshold, the battery will not charge until the voltage decreases below the threshold, triggering a cell-over-voltage (cov) flag. Further investigation using a representative sample revealed that a cell-over-voltage condition was replicated while a battery was connected to a battery charger when the battery capacity was fully charged. During functional testing, the battery was able to provide power and charge as expected. As a result, the reported bent pin event was confirmed. The reported no power and not charging event could not be confirmed; however, it is likely the battery experienced a cell-over-voltage condition during the reported not charging event. The most likely root cause of the reported not charging event can be attributed to a fully charged battery connected to a battery charger, resulting in an overvoltage fault detected by the analog front end (afe) integrated circuit. The most likely root cause of the reported bent pins event can be attributed to a misalignment between the power port and battery output connector. An internal investigation was opened to evaluate bent/damaged pins with controller 2.0. Additional products: d4: serial or lot#: bat850134 d9: yes, return date: 05-mar-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b14 h6: FDA results code(s): c16 h6: FDA conclusion code(s): d0301 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: heartware ventricular assist system ¿product, including 1.0 or 2.0 for controller, model #: 1650de / catalog #: 1650de / expiration date:30-sep-2020 / serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Mfg date: 14-sep-2019. Labeled for single use: no. Yes, if pump (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited bent power port pins and the battery exhibited an inability to charge or provide power. The controller and battery were exchanged. No patient complications have been reported as a result of this event.